Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the lead exhibited noise. Therapy was not delivered due to the noise. The noise was reproduced when the patient took deep breaths. The lead remained implanted and monitored.